Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the health care professional (hcp) called inquiring why the smart pass feature was disabled for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services reviewed and found the feature was disabled due to low amplitude and undersensing. Additionally, review of another episode found the patient received one inappropriate shock due to oversensing as the primary 1x sensing is poor. Technical services recommended to evaluate secondary and alternate as an option. The patient was in the hospital, and they will evaluate. No adverse patient effects were reported.